Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous insulin drip. The length of hospitalization was for 1 day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008112 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6008112 was packaging according to the wi version 79, in the machine multivac 12, on (B)(6) 2024, with a total of (B)(4) units. Welding lot: the lot 4f06361 was manufactured according to the wi version 38, in the machine us05 and us06, on (B)(6) 2024, with a total of (B)(4) units. The lot 4f06362 was manufactured according to the wi version 38, in the machine us05 and us06, on (B)(6) 2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008112 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.